Manufacturer narrative:
(B)(4).

Event description:
It was reported that the first fiber was forward firing @ 18,422 joules. The fiber was exchanged and the second fiber was noted to forward fire @ 113,545 joules. The procedure was continued with a third fiber that also resulted in forward firing. The procedure was however completed with the third fiber @ 238,756 joules. There were no damages to the patient. This is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char and detritus adhesion; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.